Event description:
It was reported that the user requested a replacement for a broken clip and also noted intermittent delay when pressing the device unlock button, described as a brief freeze before unlocking. Symptoms included no adverse clinical effects. Outcomes included no impact to health, no alerts or alarms, and no hospitalization. Investigation included troubleshooting and user education, including verification that a firmware update was due and instructions provided to complete the update at home. Investigation of this case revealed a likely device usability or software performance issue related to the user interface, alongside a mechanical accessory issue involving the clip. It was concluded, based on previously established findings for similar reports, that the cause was software not updated to the latest version and normal wear of the clip accessory.